Event description:
No additional event information was received.

Manufacturer narrative:
This medwatch is being filed to relay additional information. Concomitant medical products: item:00770301500/ product name: z.s.g.m. Cutter 1.5:1 ratio / serial number: (B)(4). Item:00770302000/ product name: z.s.g.m. Cutter 2:1 ratio / serial number :(B)(4). Item:00770304000/ product name: z.s.g.m. Cutter 4:1 ratio / serial number:(B)(4). The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Product review of the skin graft mesher on october 24, 2019 revealed that the comb was bent. The side plates and roller were damaged. Some of the screws were broken off in the serial number cross member. The screws were able to be removed from the cross member so it won't need to be replaced. No cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical on october 24, 2019 which included replacement of the comb, roller, rear cross member, carrier guide, bearings, side plates, and screws. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. While the returned product investigation confirmed that the skin graft mesher had a bent comb, it cannot be determined from the information provided what actually caused the reported event. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The device was noted to be functioning as intended after the comb, roller, rear cross member, carrier guide, bearings, side plates, and screws were replaced. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). The device has been returned for evaluation and investigation is in process. Once the investigation is completed, a supplemental report will be filed accordingly.

Event description:
It was reported that the unit comb was bent. The event occurred during surgery subsequently this caused no patient harm and there was a delay of(1-15 min). No adverse events were reported as a result of this malfunction.